Event description:
Information received from the field notes no atrial capture at maximum output. The patient does not require pacing capability and can still be paced in vvi mode. The decision was made to leave the atrial lead as is.